Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose level and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the call was 224 mg/dl, which would be treated with a manual injection if necessary. During troubleshooting, the customer reported that the end cap sticker was discolored and sticky. The insulin pump did not pass the high pressure test. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.